Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported when she was wiping after using the bathroom a one inch piece of tampon came out of her from a tampon she had used during her period 7 to 15 days beforehand. She called her gynecologist's office the same day and reported her experience. The gynecologist advised to use a vinegar and water douche which she used that night and the next day. She stated she also experienced unusual cramping while the piece of tampon was inside of her. The unusual cramping resolved a few days after the tampon came out. She went to her gynecologist who performed an exam and ran some tests. The doctor did not find any remaining tampon pieces. Consumer stated she never heard back from the gynecologist and she was not experiencing any usual symptoms.